Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) observed that both the power manager board and batteries after charging met specification. The pst observed the power supply to fail testing three consecutive times with 0.000 volts direct current (vdc) of output. It was determined that the power supply did not meet the specifications.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the initial testing determined that the unit demanded excessive input current, indicating a primary short circuit. The unit was dismantled and inspected. There was a fault due to power failure, it was found that there was a short circuit on the primary converter boost assembly. The fault is normally associated with the line disturbances such as transients or short circuits on incoming mains. The converter assembly was replaced and the unit operated correctly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, the issue resolved itself after the unit was plugged in overnight. The field service representative (fsr), verified the reported issue. The fsr tested the hlm and found that power supply 2 failed. He replaced power supply 2, the power manager board and the batteries. The unit operated to the manufacturer's specifications. The suspect parts was returned to the manufacturer for further evaluation. The power supply and power manager board were returned on 04aug2021, the batteries were returned on 12aug2021.

Event description:
It was reported that during set-up of the device for cardiopulmonary bypass (cpb), the red battery light on the heart lung machine (hlm) would continue to stay on during cpb. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.